Manufacturer narrative:
(B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformance's were identified. Was there any adverse consequence associated with the patient? Trade name - irgacare. Active ingredient(s)- triclosan. Dosage form - suture/solid/parenteral. Strength -= 275 g /m.

Event description:
It was reported that a patient underwent a wound closure on (B)(6) 2022 and a suture was used. During the procedure, the suture became detached from the needle. It was reported that when the perineal wound was sutured postpartum, after the needle and suture passed through the perineal wound for the first stitch, the problem of pulling off suture needle happened automatically and could not continue to be used. Change another device for suturing. No additional information could be provided.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 5/10/2022. This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: h6 h6 component code: g07002 no device return. Additional information was requested, but unavailable: was there any adverse consequence associated with the patient?¿¿ all answers above are unobtainable. Once there is any update, we will update the information. Trade name - irgacare. Active ingredient(s)- triclosan. Dosage form - suture/solid/parenteral. Strength -= 275 ¿g /m.